Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer treated with glucose and carbohydrates. Customer¿s current blood glucose value was 113 mg/dl. Customer decline troubleshooting for high blood glucose. The product will not return for the analysis.